Manufacturer narrative:
Device passed displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. No motor error alarm or excessive no delivery alarms noted. Motor passed motor test. Device received with scratched lcd window, cracked reservoir tube lip, and cracked belt clip slot.

Event description:
Customer reported via phone call that the device alarmed a motor error alarm. Found multiple motor error alarms and no delivery alarms in history. Customer's blood glucose was 434 mg/dl. Device was able to rewind. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.